Manufacturer narrative:
Additional information was added: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of one-link needle-free IV connectors disconnected. The event was further stated as the non-baxter luer adapter would ¿pop off of the one-link when drawing labs¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.